Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the restarting screen. A field service engineer (fse) shut down the device powered through switch and restarted, during which windows updates failed and reverted to the previous version. The station eventually booted into the application but remained stuck at initializing peripherals. The fse accessed the system in admin mode and observed high central processing unit (cpu) utilization by the system process. Attempts to launch the hardware test application (hta) resulted in a white blank screen. The fse then reimaged the drive to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es windows update was stalled. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.